Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) had a failure on tidal volume disk. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusions). Corrected fields: d4 UDI no. A getinge field service engineer (fse) investigated the customer's complaint confirmed tidal volume disk failed autofill test. Replaced tidal volume disk. Preventive maintenance completed and equipment passed all functional testing . Device returned to the customer. The fat dept. Performed a visual inspection of the part received and the part is in a good condition. The fat dept. Installed tidal volume disk in the cardiosave test fixture and tested to factory specifications per procedure number: (B)(4) revision e and the cardiosave service manual revision r. The test did not trigger the reported problem of autofill failure alarm. The failure analysis and testing department is unable to replicate the failure experienced by the customer. Sending the part to the supplier for further failure analysis as per procedure number: (B)(4). The following was submitted by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 6 nov 2024. Failure analysis received from the supplier for part. They stated the part passed with no defects found. Failure is not confirmed. Retaining the part in the failure analysis and testing department per procedure number: (B)(4). The non-conformance's with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.